Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1/df-1 lead into the header of this device. Please refer to the b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the implant procedure, the physician experienced difficulty when attempting to insert the right atrial (ra) into the device header. After several attempts, the atrial lead was able to be successfully inserted with force. All ra sensing measurements were stable and in-range. Boston scientific technical services (ts) was contacted and provided further advice for atrial lead insertion/troubleshooting during the implant procedure. It was stated that a similar event occurred a week prior, with the same device model (l231) and atrial lead (7841) model combination, however, the specific serial numbers for this event were not provided. This additional event also was resolved after several attempts to insert the lead into the header, and appropriate sensing measurements were observed. At this time, all the involved products remain implanted and in-service. No adverse patient effects were reported.